Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the new device was implanted but telemetry could not be established. The device could not be interrogated so a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis confirmed the reported no telemetry failure. Excess current was from the hybrid could not be isolated to any of the components. Therefore, the cause of the high current drain and the battery depletion was not determined. If information is provided in the future, a supplemental report will be issued.